Manufacturer narrative:
B5 statement updated to: a patient reported having to seek medical assistance a few times due to the loss of their controller. The patient reported having trouble managing their blood glucose levels. The specific number of times and date(s) medical assistance was required was not provided. Type of medical treatment and if patient was wearing a pod at time of seeking medical attention was not provided.

Event description:
A patient reported having to seek medical assistance a few times due to the loss of their controller. The patient reported having trouble managing their blood glucose levels. The specific number of times and date(s) medical assistance was required was not provided. Type of medical treatment and if patient was wearing a pod at time of seeking medical attention was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.5. Smartphone operating system: 18.0. Smartphone hardware: iphone13.2. Cgm sensor type: g6.

Event description:
A patient reports having to go to the hospital for treatment due to the loss of their controller. The patient reports having trouble managing their blood glucose levels. Treatment information has not been provided.